Manufacturer narrative:
Investigation is ongoing.

Event description:
During a right subclavian procedure with a 23mm sapien 3 valve, high push force advancing the commander delivery system into a 14fr esheath was encountered. The delivery system was approximately 10mm into the fully expandable portion of the esheath. The valve was in the partially/fully expanded portion of the sheath and became lodged in the sheath. An extravasation was noted during a contrast inject and an 8.5mm stent graft was placed with good result. The injury most-likely occurred during insertion of the system as there was a lot of forward motion during advancement of the system. The patient is stable. The device will be returned for evaluation. As reported, there was no difficulty removing the devices. The sheath/delivery system was removed as a unit and no cutdown was required. The valve was ¿protruding¿ outside the sheath and appeared that the sheath liner was punctured. The device was discarded.

Manufacturer narrative:
The esheath was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and shows the valve struts puncturing through the liner of the sheath. The latest revisions in accordance to the occurrence date of the event were reviewed since no lot number was provided for the esheath as they are the most relevant and representative of manufacturing steps. During the manufacturing process, the esheath undergoes processes and 100% inspections. As per procedure, during sheath assembly and final inspection the sheaths are visually inspected for defects. In addition, the lot undergoes product verification (pv) testing on a lot sampling basis for expander force testing and post expander force testing to verify that no damage was caused to the sheath. The inspected samples passed the tests. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) or lot history review could not be performed as no lot number was provided. A review of complaint history from (B)(6) 2019 through (B)(6) 2020 revealed additional returned complaints for the esheath (all models and sizes) for the reported event. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for all the trend categories. The esheath IFU, device preparation manual, device procedural training manual, and supplemental training manual were reviewed for device preparation and use instructions related to the reported event. The supplemental subclavian training manual provides guidance with the sheath and sapien 3 valve with the commander delivery system. The distribution and location of calcium are factors in sheath and delivery system insertion: location of calcium (especially at artery takeoff), CT may be misleading in terms of distribution and location of calcium. In case of questionable calcification, check with duplex ultrasound, during the procedure, dilate as necessary to accommodate the sheath, and sharp angles are responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage. In addition, delivery system insertion and tracking guidance indicates: insert delivery system until delivery system tip crosses annulus in order to have enough length to do valve alignment in ascending aorta, do not use any flexing during tracking, and retrieve system (delivery system, valve and sheath) together as one unit if substantial resistance is encountered esheath can bend and does not necessarily represent an obstacle for valve insertion. The procedural training manual provides guidance on delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note in expectation of high friction, use short movements and if working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU and training deficiencies were identified. The complaints were confirmed based on the provided imagery. Since the device was not returned, a manufacturing non-conformance was unable to be confirmed as visual/functional/dimensional inspections were unable to be performed. Investigation complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, there was high push force advancing the delivery system through the sheath. As noted in the IFU section, tortuosity and calcification can create challenging pathways for the delivery system to have to travel through, as they can prevent the sheath from fully expanding. Therefore it is possible that during the experience of the high push forces, excessive force was applied to overcome these forces, as mentioned in the description ¿the injury most-likely occurred during insertion of the system as there was a lot of forward motion during advancement of the system¿, which may have led to the valve struts puncturing through the sheath liner as the result of excessive manipulation and patient anatomy. In this case, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint events. However, a conclusive root cause is unable to be determined. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the (B)(6) 2020 trending control limits, therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
During a right subclavian procedure with a 23mm sapien 3 ultra valve, high push force advancing the commander delivery system into a 14fr esheath was encountered.

Manufacturer narrative:
A supplemental MDR is being submitted for correction of the reported valve model number (changed from sapien 3 to sapien 3 ultra valve) that was found during administrative review of complaint data. Section b5 (describe event or problem) has been updated.